Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient had shocking when the stimulator was on. The issue occurred during normal use and began on (B)(6) 2017. The patient reported a fall from a tree he was cutting two years prior to (B)(6) 2017, but no recent changes except that he returned to work a few weeks prior to (B)(6) 2017 and had to stand and lift a lot. It was noted that impedance values were over 10,000 ohms on electrodes 11-13. The rep programmed the patient on electrodes 6 and 7 with high density settings. It was noted that if that did not provide relief, the doctor would perform a lead replacement after the first of the year due to the patient¿s work situation. The issue was not resolved as of (B)(6) 2017. No surgical intervention had occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury.